Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : "shoulder and elbow - anatomical total shoulder arthroplasty in young patients with osteoarthritis" 2018 gauci et al - the bone & joint journal 2018;100-b:485-92.

Event description:
From literature "anatomical total shoulder arthroplasty in young patients with osteoarthritis" - it was reported that 34 shoulders (49%) underwent revision surgery. 15 for glenoid loosening, 9 for excessive pe wear, 3 for rotator cuff tear, 5 for instability, 1 for infection, 1 for stiffness.